Event description:
It was reported by the patient that she underwent a vaginal hysterectomy and anterior and posterior repairs on (B)(6) 2012 and suture was used. She reports that she experienced pulling pain and intermittent episodes of bleeding with clots for several weeks. She also developed profound vaginal bleeding and developed anemia. She was told by her surgeon that she had a granuloma reaction to the suture and the suture would need to be removed from the vaginal vault with cautery. The surgeon told me that the sutures from the posterior repair were buried in the mucosa and therefore not visible and could not be removed. Since the removal of the sutures in the vaginal vault she still experiences pain that limits her mobility.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - granuloma formation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See medwatch 2210968-2012-05716 and medwatch 2210968-2012-05717. The same patient is represented in each medwatch.